Event description:
It was reported that balloon ruptured occurred. The patient presented with a poorly functioning arteriovenous fistula. The target lesion was located in the left upper limb vessel. The ultrasonography showed that the stenosis was near the anastomotic stoma and the arterial end, and the narrowest diameter was 1.2 mm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the stenosis was not relieved. The balloon was further inflated to 23 atmospheres but got ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 77% stenosed, non-tortuous, and non-calcified.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The patient presented with a poorly functioning arteriovenous fistula. The target lesion was located in the left upper limb vessel. The ultrasonography showed that the stenosis was near the anastomotic stoma and the arterial end, and the narrowest diameter was 1.2 mm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the stenosis was not relieved. The balloon was further inflated to 23 atmospheres but got ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.